Event description:
Patient received 6 mgm bolus tpa in the ed 94 mgm hung & connected to quest pump, patient was transferred to the wrong care unit. At begining of 3rd tpa dose there was 40 mgm remaining in bag, patient had received 60 mgm of the 100 mgm ordered. Quest pump did not deliver set rate and did not alarm. Patient complained of increased chest pain and EKG showed highter st segmonts laterally. Patient was in a cardio systems bed receiving IV lido on quest pump IV hepin on quest pump, being monitored with space lap monitordevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.